Event description:
As reported from our european affiliate, during inspection of the sapien xt 29mm valve out of the box, a ¿fuzzy¿ material was noted on the leaflets. The valve was not implanted. The complaint report was originally interpreted as fibrous pericardial tissue.

Manufacturer narrative:
The valve was returned to edwards for evaluation, where it was discovered that black, foreign particles were on the inflow side of the valve leaflet. Two of the particulates were isolated for chemistry analysis; one of the isolated materials was approximately 3.5mm long. The valve was then observed under 8x magnification and there was no observable damage to sutures, frame, skirt, or leaflet of the valve. Chemistry analysis showed both particulates had similar absorption characteristics when compared to cellophane. The device history record (DHR) review of the affected sapien valve shows the device met specifications prior to distribution of device. Engineering evaluation of the returned valve confirmed valve contamination. Based on the fourier transform infrared spectroscopy (ft-ir) chemistry analysis, the black cellophane particulates are not similar to known manufacturing sutures or valve components used in the manufacturing floor. The source of the complaint particulates could not be determined, however, it is possible that they could originate from personnel¿s clothing during handling in manufacturing. While particulates can come in contact with the device from various sources, including manufacturing cleanroom and operating room environments, a review of complaint data shows the frequency of particulate related complaint to be low, thus re-enforcing edwards¿ manufacturing and inspection controls. Sapien valves are manufactured under controlled environments which meet all industry cleanliness classification requirements per iso14644-1, 2. All personnel entering or working in edwards¿ manufacturing facilities must follow specific rules and gowning procedures per standard operating procedures to reduce particles and control contamination that could impact product. Throughout the manufacturing process sapien valves are 100% visually inspected. Prior to final packaging, a 100% visual inspection is performed to look for foreign materials on the valves as well as inside the jars. As part of a previous investigation for similar complaints, clarification of the inspection step was added to the manufacturing work instruction. Further long term actions are being pursued in a CAPA.